Manufacturer narrative:
The patient reported failing to charge their implant properly to abbott. The device has not been returned for analysis. A review of documentation supplied with the implant states that the implant must be charged every 30 to 90 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error. During processing of this complaint, attempts were made to obtain complete device and event information.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. The event date is estimated.

Event description:
It was reported the patient did not charge the ipg as instructed. As a result, the ipg became inoperable. Surgical intervention was undertaken wherein the ipg was explanted and replaced resolving the issue.